Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The customer stated that she had a low blood glucose event, treated with glucose tablets, and had to call the paramedics. She reported that she was taken off insulin pump therapy, then transported to the hospital. The blood glucose reading had risen to over 500 mg/dl. At the time of hospitalization, the paramedics were able to lower the blood glucose to a reading of 352 mg/dl. She stated that she had an infection and gastroparesis. The customer noted that she did not believe the issue was an insulin pump problem, but she stated that she sometimes saw insulin "pooled up" by her infusion set. The customer had a low blood glucose reading of 56 mg/dl when the she woke up in the hospital, and she treated with food, but the blood glucose levels did not change. She stated that she felt nauseated during the low blood glucose event. Unable to troubleshoot; device not present. Nothing further reported.